Manufacturer narrative:
Ge healthcare product engineering performed an investigation of this event. The hospital staff have acknowledged that the patient, having previously been a covid-19 patient, may have entered the surgery with the lung damage already present. And that they do not have reason to believe the aisys cs2 caused the lung damage. There is no evidence that the patient lung damage resulted from high pressure delivered by the aisys cs2 and log review did not identify any malfunction of the device. The root cause of the patient injury is undetermined. H1 type of reportable event: reported event did not result in a serious injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported different stroke volumes and suspected lung damage to the patient during a case. To date, there is no allegation the device malfunctioned or contributed to the reported lung damage. Ge healthcare will submit a follow-up report when the formal investigation has been completed.